Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal half of the stent was damaged. Stent struts from the most proximal stent row were flared. In addition, the struts in the center of the stent were stretched, distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device followed by subsequent withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. He manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-nov-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mm in length, 4.00mm in diameter, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified coronary artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed using 3.00mmx15mm balloon catheter, resulting in 60% residual stenosis. Then a 3.50x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a non-bsc stent and post dilated with a 3.5mmx10mm balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.